Event description:
During the atrial fibrillation procedure, when inserting the sheath into the patient¿s body after puncture, blood leaked from the hemostasis valve. The dilator, guidewire, and catheter were inserted into the valve and, the blood leak occurred immediately after the catheter was inserted into the patient¿s body. No resistance was noted with the first device inserted into the sheath¿s hemostatic valve. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. No air movement into the patient was confirmed. No additional puncture at the access site was necessary during sheath replacement.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal. Tearing, resulting in a hole, was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of the swartz braided introducer leak.